Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. The device declared elective replacement indicator (eri) after experiencing consecutive charge times greater than the extended mid-life eri charge time limit. Although the battery itself had not depleted prematurely, laboratory analysis revealed eri was triggered earlier than expected by extended charge times due to a higher than typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned to allow for reliability analysis.